Event description:
It was reported that the patient underwent myomectomy surgery on (B)(6) 2025, and barbed suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you kindly perform and document the follow-up attempt for the product return? The sample has been sent on 29-jul-2025. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. According to the information received, it was reported breakage suture. The product was returned to ethicon for evaluation. One labeled winding former with a needle suture piece outside the foil packet that pertains to the product code sxpp1b456 was received for analysis. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the end of the suture was noted to be cut and with crimping marks probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.